Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "ii/iii."

Event description:
Patient reported left side capsular contracture, baker grade "ii/iii." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.5a; a.6; b.6; g.1; h6.

Event description:
Patient reported left side capsular contracture, baker grade "ii/iii." Device has been explanted.

Event description:
The device was explanted.

Event description:
Patient reported left side capsular contracture, baker grade "ii/iii." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: h.3, h.6.